Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids in 2008, bladder incontinence in 2003, vaginal bleeding, vaginal discharge, vaginal odor, pap smear abnormal, vaginitis, gardnerella vaginalis test positive, nabothian cyst, vaginitis bacterial, dysplasia, bleeding intermenstrual, uterine bleeding and dysfunctional uterine bleeding. Patient denies itching, irritation, denies pelvic pain, urinary symptoms,vaginal itching and vaginal irritation. Concurrent conditions included hot flashes, night sweats, menopausal syndrome and obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6)2015 to (B)(6)2015, medroxyprogesterone acetate (depo-provera) from (B)(6)2011 to (B)(6)2014, megestrol from (B)(6)2015 to (B)(6)2015, paracetamol;pseudoephedrine hydrochloride (tylenol sinus medication) and vitamins nos (multivitamins). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menstruation irregular ("hormonal changes describe: irregular menstrual cycles"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence/bladder incontinence/ urinary probs."), vaginal disorder ("abnormal vaginal changes"), metrorrhagia ("metorhagia (bleeding b/w periods") and bladder disorder ("bladder problems"). The patient was treated with metronidazole (flagyl) and surgery ((hyst. (Full), salping.(unilateral), oophorectomy (unilateral) and ablation). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia, female sexual dysfunction and metrorrhagia outcome was unknown and the vaginal haemorrhage, menstruation irregular, urinary incontinence, vaginal disorder and bladder disorder had resolved. The reporter considered bladder disorder, female sexual dysfunction, menorrhagia, menstruation irregular, metrorrhagia, urinary incontinence, vaginal disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), bladder/urinary problems: bladder probs.,urinary probs., diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion.. Pathology test - on (B)(6)2017: - uterus with secretory endometrium (weight, 224 g). Adenomyosis. Small leiomyoma. Right ovary with hemorrhagic corpus luteum and small benign cysts. Bilateral fallopian tubes with no significant pathologic changes. Clinical information: abnormal uterine bleeding, menorrhagia, fibroids.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menstruation irregular , vaginal haemorrhage, urinary incontinence and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: events metrorrhagia (bleeding b/w periods), bladder problems were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids in 2008, bladder incontinence in 2003, vaginal bleeding, vaginal discharge, vaginal odor, pap smear abnormal, vaginitis, gardnerella vaginalis test positive, nabothian cyst, vaginitis bacterial, dysplasia, bleeding intermenstrual, uterine bleeding and dysfunctional uterine bleeding. Patient denies itching, irritation, denies pelvic pain, urinary symptoms,vaginal itching and vaginal irritation. Concurrent conditions included hot flashes, night sweats, menopausal syndrome and obesity. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2015 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2014, megestrol from (B)(6) 2015 to (B)(6) 2015, paracetamol;pseudoephedrine hydrochloride (tylenol sinus) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and menstruation irregular ("hormonal changes describe: irregular menstrual cycles"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence/bladder incontinence") and vaginal disorder ("abnormal vaginal changes"). The patient was treated with metronidazole (flagyl) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the vaginal haemorrhage, menstruation irregular, urinary incontinence and vaginal disorder had resolved and the menorrhagia and female sexual dysfunction outcome was unknown. The reporter considered female sexual dysfunction, menorrhagia, menstruation irregular, urinary incontinence, vaginal disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pathology test on (B)(6) 2017: uterus with secretory endometrium (weight, (B)(6)). Adenomyosis. Small leiomyoma. Right ovary with hemorrhagic corpus luteum and small benign cysts. Bilateral fallopian tubes with no significant pathologic changes. Clinical information: abnormal uterine bleeding, menorrhagia, fibroids.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: menstruation irregular , vaginal haemorrhage, urinary incontinence and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: fu(1) and fu(2) process together. Pfs and medical record received. Product indication updated. Essure explant and race added. Previously reported ¿injury¿ was updated to hormonal changes describe: irregular menstrual cycles. Events- hormonal changes describe: irregular menstrual cycles, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse) and bladder or urinary problems or changes: urinary incontinence/bladder incontinence and abnormal vaginal changes were added. Reporters, medical history, lab data and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.